Event description:
The patient contacted animas on (B)(6) 2012 and during a review of an unrelated issue, the patient indicated having small prime volumes. The patient confirmed priming until drops were seen from the end of the tubing with each cartridge change. The patient stated that no insulin was coming from the tubing during the load step, however the prime volumes were small. This report is made based on the allegation that the pump was priming the tubing during the load cartridge step.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Correction # 2531779-03/24/2010-003-r.

Manufacturer narrative:
(B)(4): during testing, the rewind, load, and prime steps were completed successfully with no alarms. During evaluation the force sensor was found to be out of calibration.